Event description:
It was reported an overdischarge of the patient¿s implantable neurostimulator (ins) was suspected. It was further reported the ins was unable to be read by a physician or patient programmer. It was stated the patient had attempted to recharge the week prior to report and had stimulation two weeks prior to report. Additional information stated the patient remained in overdischarge with no telemetry as of a week after initial report. It was reported that one physician mode recharge (pmr) had been performed at the time of initial report with no resolve of the situation. It was further reported that three more pmrs had been performed since with no resolve. Additional information reported the patient was ¿not receiving therapy¿ and was ¿feeling the symptoms again.¿ it was stated the patient¿s physician had ¿ordered a replacement.¿ it was noted that a date had not been determined as of 13 days after initial report. Additional information stated the patient experienced pain and a loss of paresthesia. It was reported the patient had attempted to recharge the ins but reported the recharger could not sync with the ins. It was noted the ins had overdischarged and pmrs had been unsuccessfully attempted four times. It was additionally noted the patient¿s physician rejected to possibility of ins rotation. It was reported that on (B)(6) 2014 the patient¿s ins was explanted and replaced. It was noted the patient experienced ¿pain relief again¿ at that time. It was stated the patient was ¿receiving the therapy correctly and was getting better again¿ following the replacement procedure.

Manufacturer narrative:
(B)(4).